Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted and concomitant pulmonary vein isolation procedure was performed for the treatment of atrial fibrillation (af). The patient had a history of aortic regurgitation (ar) and hematoma. In (B)(6) 2016, cardiac murmur was confirmed with progressively increasing intensity at routine follow-ups. In (B)(6) 2016, an echocardiogram revealed a moderate level of aortic transvalvular leakage and prosthetic valve dysfunction. The patient was asymptomatic and was monitored at this time. In (B)(6) 2017, another echocardiogram was performed and mild aortic stenosis (as) was observed as well as moderate ar. In (B)(6) 2018, severe aortic stenosis was confirmed on echocardiogram. The measured aortic valve area was 0.78 square centimeters, peak pressure gradient was 76 mmhg and mean pressure gradient was 38 mmhg; surgical intervention was scheduled. On (B)(6) 2018, the valve was explanted and replaced with a 21mm crown/prt stented aortic heart valve. Upon explant, a tear was observed at the top of the stent post between the lcc and rcc, that extended toward the respective stent bases and both cusps had become detached from the stent post. The user assumed the aortic regurgitation was caused by the cusp tears. The patient is reported to be recovering and is schedule for discharge at the end of the month.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted and concomitant pulmonary vein isolation procedure was performed for the treatment of atrial fibrillation (af). The patient had a history of aortic regurgitation (ar) and hematoma. In (B)(6) 2016, cardiac murmur was confirmed with progressively increasing intensity at routine follow-ups. In (B)(6) 2016, an echocardiogram revealed a moderate level of aortic transvalvular leakage and prosthetic valve dysfunction. The patient was asymptomatic and was monitored at this time. In (B)(6) 2017, another echocardiogram was performed and mild aortic stenosis (as) was observed as well as moderate ar. In (B)(6) 2018, severe aortic stenosis was confirmed on echocardiogram. The measured aortic valve area was 0.78 square centimeters, peak pressure gradient was 76 mmhg and mean pressure gradient was 38 mmhg; surgical intervention was scheduled. On (B)(6) 2018, the valve was explanted and replaced with a 21mm crown/prt stented aortic heart valve. Upon explant, a tear was observed at the top of the stent post between the lcc and rcc, that extended toward the respective stent bases and both cusps had become detached from the stent post. The user assumed the aortic regurgitation was caused by the cusp tears. The patient is reported to be recovering and was discharged.

Manufacturer narrative:
An event of aortic transvalvular leakage, stenosis and prosthetic valve dysfunction were reported. Gross morphological and histopathological examination revealed all 3 leaflets were torn and contained calcifications. Fibrous thickening was observed on leaflets 2 and 3. Circumferential fibrous pannus ingrowth on the inflow surface was also observed narrowing the inflow diameter of the valve, consisted with the reported aortic stenosis. No acute inflammation was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.